Event description:
The service repair technician (srt) reported that during routine testing of the device at the service center, a burnt component on auxiliary printed circuit board assembly (pcba) was found. There was no patient involvement.

Manufacturer narrative:
Evaluation is in progress, but not yet concluded.